Event description:
Patient was revised to address osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. In other follow up it was reported that the osteolysis was around the femoral stem which was competitor manufactured. It was also reported a depuy femoral head had been placed on the competitor stem. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint has been reopened and is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received 6/2/14. Maude report #mw5035768 states: I had a hip replacement on (B)(6) 2009 during which the surgeon used the depuy pinnacle hip replacement system that included an altrx plus 4 plastic liner. I lived with continuous pain and discomfort to the point I saw the same doctor during the summer of 2012. After extensive testing including bone scans I was diagnosed with severe osteolysis due to a deteriorated plastic liner. The doctor said "he doesn't typically see this deterioration for 15 or more years". When asked if it was an emergency that I take immediate action he stated "it may not be an emergency at this very moment but you will be in urgent need of a surgery within a year". He said there was bone loss due to the osteolysis and that this would require prompt attention. Due to significant osteolysis the hip, revision surgery I underwent on (B)(6) 2013 required breaking of my femur to remove the old stem which was replaced by a much longer one. It has been a year since this last surgery and I am still in pain and attempting to recover from what I believe should have never resulted in the need for the later surgery - a mere 4 years later.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The maude report was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended and is considered off label use. Product problem is not identified. The investigation can draw no futher conclusions with the information provided. Based on the investigation the need for corrective action is not indicated.